Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had a spine stimulator for several years and the constant recharging at a terribly slow rate was awful. You had to lay still or the charging disc would move and you had to find the spot and start again. Sometimes it took hours. Patient reported they had the device removed last year.